Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had ail- false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurses at the customer's site were unable to identify the exact location of the air in line sensor and commented on receiving air in line alarms within 2-3 second of pressing the start key to begin an infusion. This was a general comment by both nurses, no dates of the event were provided, no specific device was sequestered from the events, and no further information was given. No device will be returned for this investigation. There was patient involvement, however outcome is unknown.